Event description:
Customer reported a malfunction with malfunction code malf 3 and fault ID malf 3-0x2076. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to switch to multiple daily injections as a backup therapy until a replacement pump was provided, and the faulty pump was returned within 10 days as instructed.